Event description:
It was reported that the pt was suffering from chronic kidney failure and is on permanent dialysis. The pt could not be dialyzed due to a hole in the lumen that was leaking profusely from the pigtail. It reportedly sucked in air and leaked blood. The insertion site was the right internal jugular vein. The catheter was repaired with a repair kit and dialysis took place as usual. This product was reported by the customer as a complaint; however, upon close inspection of the pigtails, it appeared to have been accidentally cut by a sharp object. There were no reported pt complications as a result of this occurrence. Additional info received on (B)(6) 2010 from arrow (B)(4) stated: "the pigtail was clamped below the crack and when pt came to the unit the crack was not noted. When they started the initial dialysis after placement, the saw blood leaking from the pigtail. They disconnected the pt from dialysis and repaired the external hub and pigtails with the replacement kit that they keep on shelf and carried on with dialysis as normal without any problems and no blood loss. And minimal minutes of delay in the whole procedure, only the time it took to replace the hub. The pt leaked a minimal amount of blood only through the crack." Further add'l info received from arrow (B)(4) on (B)(4) 2010 states: "when the leak was noticed, it appeared as a large leak, due to the size of the linen being bloodstained. However, this was noticed immediately upon connecting to dialysis and when the air bubbles and blood were noticed at the break/hole in pigtail, they were quickly able to clamp below the broken line and contain the blood loss. They initiate that no more than 20 ml of blood was lost and no replacement of blood was required."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.